Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and the flag files show discharge profile faults. The root cause of the failure was isolated to an intermittent connection at the j1000 component. The root cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the monitor was displaying a service code 102.